Event description:
Event description cpi received information that during a routine follow-up of an implantable pulse generator (ipg) with this programmer, the ipg went to no output and the patient experienced a period of asystole. When the wand was removed, the ipg resumed pacing.